Event description:
The date of the event is estimated. (B)(6) performed an abdominoplasty procedure using quill srs #1 pdo suture material for closure of the intermediate layer. Approximately three (3) weeks post operative, the patient presented with a dehiscence of the intermediate layer which required a second surgical procedure to close. This patient was empirically placed on oral antibiotics. No culture and sensitivities were done. Patient progressed well.

Manufacturer narrative:
The actual failed device was not returned for evaluation. However, sterile product from the same finished good lot was returned for testing on (B)(4) 2010. Method: the actual failed device was not returned for evaluation. However, sterile product from the same finished good lot was returned for testing on (B)(4) 2010 and forwarded to angiotech's quality assurance laboratory. Results/conclusion: the returned sterile samples were visually examined prior to undergoing pre and post hydrolysis and straight pull testing performed by a quality assurance technician. All samples met angiotech and usp requirements. Furthermore, relevant portions of the device history record were reviewed and no corresponding issues were identified during manufacturing or final release. To date, no other complaints have been received for this specific item number or finished good lot. The root cause of the incision dehiscing post operatively cannot be determined at this time. (B)(4), item # ra-1059q, quill srs, #1 pdo, lot m601270.